Event description:
It was reported that noise was observed on the stored egm. The noise appeared after a shock was delivered. The patient felt dizzy and blacked out after receiving the shock and fell from a chair onto the bathtub hitting his head. All lead measurements were normal and in range when the device was checked. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.